Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. Pump was returned for pump error 25. No pump error 25 alarms noted on detailed trace/long trace downloads. Power management tool confirms the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) are within specs. However, unit received with high sleep current. Problem isolated to pcba 2. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and stained serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a power error alarm. The customer blood glucose was 6.3mmol/l. The customer performed troubleshooting and was able to resolve the alarm. The customer called back to report the alarm recurred. The insulin pump was returned for analysis.